Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bumpers were missing and damaged which led to the migration of the bearing retainer and subsequent ball bearings fallen out. A field service engineer (fse) replaced the slide to resolve the issue and tested the system with dispensing application to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 4 did not pull out smoothly, as the drawer was sticking and required force to fully extend. However, there were no delay to patient care and adverse events or injuries reported based on this incident.